Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports (3007042319-2016-00542, 3007042319-2016-00543, 3007042319-2016-00544, 3007042319-2016-00545, 3007042319-2016-00546 and 3007042319-2016-00547) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that the patient experienced multiple power sources changed from one to the other earlier than expected. Patient had these events before. The vad coordinator decided to exchange all peripherals: including batteries and controller. Patient has not reported any problems after the exchange. Investigation is ongoing.

Manufacturer narrative:
There are no apparent contributing clinical factors to the reported event. The battery was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed several occurrences of premature power switching events prior to the 25% threshold involving battery (B)(4) around the reported event date. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Heartware will submit a supplemental report when new facts arises which materially alters information in a previous MDR report. This is three of six reports (3007042319-2016-00547, 3007042319-2016-00543, 3007042319-2016-00546, 3007042319-2016-00542, 3007042319-2016-00545 and 3007042319-2016-00544) submitted for devices related to the same event.

Manufacturer narrative:
The reported power switching of the returned devices, (B)(4) was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller log files revealed several occurrences of premature power switching events prior to the 25% threshold involving (B)(4). These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Log file analysis shows that (B)(4) had not received the smr upgrade prior to the power switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The most likely root cause of the reported power switching can be attributed to a communication error between the controller and the batteries. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. This is one of six reports (3007042319-2016-00542, 3007042319-2016-00543, 3007042319-2016-00544, 3007042319-2016- 00545, 3007042319-2016-00546 and 3007042319-2016-00547) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.